Manufacturer narrative:
The suspect relay was returned to the manufacturer for evaluation. Testing found that channels on the relay had no output.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the generator for the imaging system was not completed start up. To resolve the reported issue; the isab, x-ray relay, varisator and fuses were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete the start up process. The radiation portion of starting up was unable to complete. Restarting the imaging system multiple times did not restore functionality. Battery levels were reported to be fully charged. There was no patient present when this issue was identified. No additional information was provided.